Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. The right ventricular lead was noted to have noise on stored episodes and short v-v intervals. The lead also had a threshold rise which was noted to be high as well as impedance that was noted to be rising as well as high. The noise was able to be reproduced when the device was moved. X-ray showed that the lead pin was well seated and this was confirmed with tug test. When the lead was connected to the analyzer, noise and short v-v intervals were noted. Reprogramming was performed prior to the lead being explanted and replaced. No further patient complications have been reported as a result of this event.